Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted right ventricular (rv) defibrillation lead had good capture and sensing after implant. However the following day, the rv lead exhibited consistently high, out-of-range pace impedance measurements greater than 3,000 ohms and non-capture at 5v. Technical services (ts) recommended chest x-rays to confirm lead-to-header connections and rule out possible lead dislodgement. Additional information received reported that chest x-rays were normal, and the rv lead was secure in header when tugged. The rv lead was repositioned without complications. This rv lead remains in service. No additional adverse patient effects were reported.